Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected 23.04 mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damage or defects were found with the device, and the cause of the reported event could not be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 270 mg/dl (15 mmol/l) between 37 and 48 hours of wearing the pod. After adjustments, the levels did not decrease. The reporter noticed there was insulin leaking from the pod. The pod adhesive was wet and there was a smell of insulin when the pod was removed from their abdomen. The reporter stated the cannula appeared normal. The device evaluation found the cannula to be torn off.